Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#3006705815-2018-01928; reference MFR report#1627487-2018-07672. It was reported the patient noticed a bruise at the ipg site while swimming. Reportedly, x-ray images confirmed the leads had disconnected from the header. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the leads were reconnected back into the header and the incision closed. Postoperatively, stimulation was effective. The issue is resolved.